Event description:
Boston scientific received information that upon device interrogation, the lead safety switch (lss) feature had been activated on the right ventricular (rv) lead. The patient implanted with this device system was ventricular paced 2% of the time. Upon review of daily measurements, the rv pacing impedance measurements had decreased to below 100 ohms. Additionally, episodes of noise were detected as ventricular tachycardia (vt). The device was reprogrammed to bipolar configuration. No noise or out of range measurements could be reproduced with isometric exercises. To date, no adverse patient effects were reported as a result of the clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient presented to the emergency room with atrial fibrillation with a rapid ventricular rate. Upon interrogation it was noted that this device and right ventricular (rv) lead exhibited an additional low out of range pace impedance measurement. The rv lead also exhibited noise and high pacing thresholds. The device had less than 6 months of longevity remaining, so a revision procedure was scheduled. At the procedure the pin was verified to be in the header properly. The device was explanted for normal battery depletion and the rv lead was capped. No additional adverse patient effects were reported.